Event description:
It was reported on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. A pre-balloon aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. The valve was implanted. Post-implant it was noted that the non-abbott guidewire was stuck in the delivery system. Three fourths of the guidewire was sticking out of the nosecone of the delivery system. Excessive force was used to attempt to remove the guidewire but was unsuccessful. Both the valve and delivery system were removed from the patient together. Upon removal of the devices a perforation was noted in the femoral artery. The patient's blood pressure dropped. A stent graft was implanted to stop the bleeding. The patient status was stable. The user believed manipulation of the stuck guidewire caused complications to the groin.

Manufacturer narrative:
An event of stuck guidewire in the delivery system, perforation of the femoral artery, hypotension, and bleeding was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The valve capsule was observed to be kinked, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported perforation, hypotension, and bleeding appears to be related to procedural complication. The reported unexpected medical intervention was a result of case-specific circumstances as a stent was implanted to stop the bleeding. The cause of the reported stuck guidewire could not be conclusively determined. However, the reported stuck guidewire was determined to be a potential product quality issue. Therefore, exception (issue) 134376 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. A pre-balloon aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. The valve was implanted. Post-implant it was noted that the non-abbott guidewire was stuck in the delivery system. Three fourths of the guidewire was sticking out of the nosecone of the delivery system. Excessive force was used to attempt to remove the guidewire but was unsuccessful. Both the valve and delivery system were removed from the patient together. Upon removal of the devices a perforation was noted in the femoral artery. The patient's blood pressure dropped. A stent graft was implanted to stop the bleeding. The patient status was stable. The user believed manipulation of the stuck guidewire caused complications to the groin.